Event description:
A patient recently underwent spinal surgery in which seaspine's vumesh vertebral body replacement system was utilized. On (B)(6) 2023. Easpine was notified that during a standard follow-up x-ray, it was detected that a tantalum marker/bead had become detached from the vumesh interbody.

Manufacturer narrative:
The implant and bead remain in the patient and no revision surgery has been scheduled or performed to date. No lot information was made available for the implant, making it challenging to trace any specific manufacturing or quality control issues. There has been no reported injury or adverse event associated with the implant. Additionally, there have been no other complaints for the failure mode or sku. Analysis of the x-ray provided revealed the implant appears to be in its intended position and does not exhibit any obvious signs of fracture or dislodgment. The interbody appears to be structurally intact. There is no evidence of abnormal tissue response or inflammation in the proximity of the implant. There has been no patient injury as a result of the failure reported. Given the limitations of the analysis, a definitive root cause for the reported concern could not be identified. Should additional information become available or if further action is required, this complaint may be reopened and further investigated. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components.